Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the lot codes required were unavailable. Although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approximately 13 years of implantation. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the liner product code has been inactive/obsolete since july 2001. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address pain. Poly wear and osteolysis were also reported.